Event description:
((B)(4)). The dentist reported 6 months after the dental implants was installed in intraoral region #27 it was verified its non osseointegration. Thirty-five ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii.

Manufacturer narrative:
(B)(4).